Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Transesophageal echocardiogram (tee) was used intra-procedure. An initial dose of 5000u of heparin was given and the subsequent activated clotting time (act) was noted to be 260 seconds. The watchman access system (was) was inserted and advanced into the left atrium (la). A 31mm watchman flx pro delivery system and closure device was inserted and deployed in the laa. Due to the difficult shape of the laa, a recapture of the wds was performed and the sheath flushed. The wds was redeployed and implanted. Immediately after release, a 6.5cm long thread-like thrombus was seen attached to the screw on the closure device. The physicians did not perform any suction intervention in order to not disturb the thrombus and risk dislodging it. The physicians plan to continue administering heparin and observe the patient. The procedure was concluded. The patient woke up from anesthesia with no obvious change in consciousness. A follow up tee is scheduled for three (3) days post index procedure.

Manufacturer narrative:
B5: additional information added, b6: hospitalization or prolonged hospitalization code added.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Transesophageal echocardiogram (tee) was used intra-procedure. An initial dose of 5000u of heparin was given and the subsequent activated clotting time (act) was noted to be 260 seconds. The watchman access system (was) was inserted and advanced into the left atrium (la). A 31mm watchman flx pro delivery system and closure device was inserted and deployed in the laa. Due to the difficult shape of the laa, a recapture of the wds was performed and the sheath flushed. The wds was redeployed and implanted. Immediately after release, a 6.5cm long thread-like thrombus was seen attached to the screw on the closure device. The physicians did not perform any suction intervention in order to not disturb the thrombus and risk dislodging it. The physicians plan to continue administering heparin and observe the patient. The procedure was concluded. The patient woke up from anesthesia with no obvious change in consciousness. A follow up tee is scheduled for three (3) days post index procedure. It was further reported the patient was discharged home three (3) days post index procedure. The patient was on lixiana 15mg pre index procedure as an antithrombotic drug regimen. The heparin dose was given approximately at the same time as the transseptal puncture. It was further reported the patient was discharged after one week of hospitalization post index procedure, without any neurological findings and without incident. Heparin was administered continuously post index procedure at 15,000-20,000 units a day. A transthoracic echocardiogram (tte) performed the following day post index procedure confirmed the reduction of the thrombus. Tee the day before discharge confirmed the complete dissolution of the thrombus.

Manufacturer narrative:
B5: additional information added. B7: additional information added.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Transesophageal echocardiogram (tee) was used intra-procedure. An initial dose of 5000u of heparin was given and the subsequent activated clotting time (act) was noted to be 260 seconds. The watchman access system (was) was inserted and advanced into the left atrium (la). A 31mm watchman flx pro delivery system and closure device was inserted and deployed in the laa. Due to the difficult shape of the laa, a recapture of the wds was performed and the sheath flushed. The wds was redeployed and implanted. Immediately after release, a 6.5cm long thread-like thrombus was seen attached to the screw on the closure device. The physicians did not perform any suction intervention in order to not disturb the thrombus and risk dislodging it. The physicians plan to continue administering heparin and observe the patient. The procedure was concluded. The patient woke up from anesthesia with no obvious change in consciousness. A follow up tee is scheduled for three (3) days post index procedure. It was further reported the patient was discharged home three (3) days post index procedure. The patient was on lixiana 15mg pre index procedure as an antithrombotic drug regimen. The heparin dose was given approximately at the same time as the transseptal puncture.